Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, bd spoke with the customer and confirmed that they are re-spinning sst tubes after they have sat in the refrigerator for several days, and getting discrepant results for k+ and total protein. Bd explained that this re-spinning is not recommended and is stated in the IFU, and may be the cause of the discrepant results, because serum that is sitting under the gel that has been in contact with the cells will be above the gel after re-spinning and may have lysed cells and hemolysis, resulting in higher k+ results. Bd recommended re-spinning an aliquot. Bd sent customer the link to the IFU and the lab notes on preanalytical variables in the chemistry lab and the troubleshooting guide for erroneous k+. Customer found the educational material helpful and is performing internal studies which do not point to the bd tubes, but to issues with their instrumentation. Customer stated that they do not need any further assistance from bd. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Additionally, bd spoke with the customer and confirmed that they are re-spinning sst tubes after they have sat in the refrigerator for several days, and getting discrepant results for k+ and total protein. Bd explained that this re-spinning is not recommended and is stated in the IFU, and may be the cause of the discrepant results, because serum that is sitting under the gel that has been in contact with the cells will be above the gel after re-spinning and may have lysed cells and hemolysis, resulting in higher k+ results. Bd recommended re-spinning an aliquot. Bd sent customer the link to the IFU and the lab notes on preanalytical variables in the chemistry lab and the troubleshooting guide for erroneous k+. Customer found the educational material helpful and is performing internal studies which do not point to the bd tubes, but to issues with their instrumentation. Customer stated that they do not need any further assistance from bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Additionally, bd spoke with the customer and confirmed that they are re-spinning sst tubes after they have sat in the refrigerator for several days, and getting discrepant results for k+ and total protein. Bd explained that this re-spinning is not recommended and is stated in the IFU, and may be the cause of the discrepant results, because serum that is sitting under the gel that has been in contact with the cells will be above the gel after re-spinning and may have lysed cells and hemolysis, resulting in higher k+ results. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no: 367988, batch no: 9010918. It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the customer was seeing higher k+ results after re-spinning the tubes. The following information was provided by the initial reporter: it was reported the customer was seeing erroneous results after the tube is re-spun. Customer is inquiring why this could be happening. Customer stated she did not want to make this a complaint, is looking for information only.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 367988 ; batch no: 9010918. It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the customer was seeing higher k+ results after re-spinning the tubes. The following information was provided by the initial reporter: it was reported the customer was seeing erroneous results after the tube is re-spun. Customer is inquiring why this could be happening. Customer stated she did not want to make this a complaint, is looking for information only.